Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the plastic tip of the evis exera ii ultrasonic bronchofibervideoscope fell off the distal end. The issue was found when preparing the scope for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the tip was broken at the probe unit. In addition, evaluation found the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.